Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood reflux is inconclusive due to the state of the returned sample. One photograph of a single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed the extension leg of the catheter. A section of the extension leg was circled in the returned photograph and what appears to be some sort of residue was observed within the tubing at this indicated section. No damage could be seen on the catheter in the returned photograph. Inspection of the returned photograph was insufficient to confirm the reported event or to identify the root cause(s). Therefore, this complaint is inconclusive at this time. Possible causes of bleedback include damaged catheter, buildup of biological residue, and damaged valve.

Event description:
It was reported that blood reflux occurred days after handling with adequate maintenance and no apparent pressure increase. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that blood reflux occurred days after handling with adequate maintenance and no apparent pressure increase. No other information was provided.